Event description:
Customer reported via phone call to have received excessive lost sensors. Customer's blood glucose was 447 mg/dl. Customer was assisted in programming correct ID in insulin pump for transmitter.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.